Manufacturer narrative:
Evaluation results: the visual inspection of the lens showed evidence of surgical residue and a piece of the haptic was torn off missing. The cartridge was not returned. Conclusion: the root cause for this event cannot be determined because the cartridge was not returned.

Event description:
The facility stated a collamer lens model cc4204bf was stuck in the cartridge while advancing. The lens was partially implanted and removed without patient injury. The model and lot numbers of the injector and cartridge were not specified by the facility.